Event description:
Reportedly, during a procedure, the radiation shield detached from its suspension arm and fell, striking the pt's arm and the radiologist's wrist. The radiologist sustained a hairline fracture of his wrist. The extend of injury, if any, to the pt is unk at this time. Reportedly, the radiationshield fell due to a broken weld on the yoke which holds the shield on the suspension arm.